Event description:
It was reported by the customer "patient admitted to ICU on (B)(6) 2024 with vasopressor support, sedation and IV medications, with expiration of cvc catheter on (B)(6). Powerpicc was inserted on (B)(6) in the early morning and high pressure was initiated by the infusion pump, repositioned and began to leak through the insertion site, the catheter was removed a little and a fissure was observed 3 cm from the insertion site. Access is changed again and a cvc is placed." Additional information received 5/16/2024: it was reported by the customer "ICU patient at the time orotracheal intubation of difficult coupling, inotropic, vasoactive, sedation, and IV relaxant supports. During the night shift, the infusion pumps present resistance and occlusion, the catheter is checked, they must cure again and leakage is observed at the insertion site."

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed and was determined to be use related. The product returned for evaluation was a 5fr triple lumen powerpicc catheter. The catheter was terminated at the 45cm depth marking. Light use residue was observed on the sample. A large longitudinal split was observed between 2cm and 3cm depth markings. Microscopic inspection of the split exhibited an overall curved shape. The fracture surface was flat and granular. The catheter exhibited material kinking and discoloration in the vicinity of the split. The features of the split in the catheter are consistent with damage due to a burst. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer "patient admitted to ICU on (B)(6) 2024. With vasopressor support, sedation and IV medications, with expiration of cvc catheter on may 2. Powerpicc was inserted on (B)(6) in the early morning and high pressure was initiated by the infusion pump, repositioned and began to leak through the insertion site, the catheter was removed a little and a fissure was observed 3 cm from the insertion site. Access is changed again and a cvc is placed." Additional information received 5/16/2024: it was reported by the customer "ICU patient at the time orotracheal intubation of difficult coupling, inotropic, vasoactive, sedation, and IV relaxant supports. During the night shift, the infusion pumps present resistance and occlusion, the catheter is checked, they must cure again and leakage is observed at the insertion site."